Event description:
It was reported to vyaire medical that a patient died while on the lap top ventilator 1150. The patient was a victim of a gunshot that paralyzed him while living in (B)(6).the patient moved to (B)(6) where he passed so that his family could care for him.

Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Manufacturer narrative:
Correction: this complaint is a duplicate of (B)(4). An original MDR for this reported issue was submitted under MFR report # 2021710-2021-15231. Please disregard and void MFR report # 2021710-2021-15276.